Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking through the tubing. It was stated that the occluder feet was broken. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the occluder feet were observed to be broken. During leak and clamp function testing a leak was observed from the tubing. Clear passage testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the leak was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.